Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed self-test and no unexpected alarms, alerts, or audio and or beeping alarms noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime am and excessive no delivery test. There were no cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer states they have been receiving low reservoir alarms. The customer's blood glucose level at the time of incident was 405mg/dl. The customer states they have been treating with the pump. The customer states they believe the reason for the high blood glucose levels was because they did not bolus at dinner. The customer states they did not see any alarms on the device, and does not feel confident in the current device. The pump is being replaced and returned for analysis.